Event description:
Invalid result (s). No result developed. User appeared to perform test correctly.

Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1120207. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection complied with the dmr. Retention samples were checked for the reported lot and have met with the criterion. The issue could not be reproduced.